Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 5076-52, implantable pacing lead, (B)(6) 2012. (B)(4).

Event description:
It was reported that the rv (right ventricular) threshold had gradually increased since implant. The patient then experienced chest pain, but myocardial infarction was ruled out. Since that time, the threshold has decreased. A chest x-ray revealed good lead positioning. The lead remains in use. No patient complications have been reported as a result of this event.